Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-mar-2026, arthrex was notified via email of a published case study in the journal of bone and joint surgery titled ¿squeaking knee after all inside meniscus repair with all suture implants.¿ the publication described three cases in which patients experienced high-pitched joint squeaking following all-inside meniscus repair performed with all-suture fiberstitch implants (arthrex). According to the report, all three patients developed audible squeaking with knee flexion during the postoperative period. In one case, the meniscus repair failed, and arthroscopy identified loose suture implants within the joint. These loose implants were removed arthroscopically, and a partial lateral meniscectomy was performed, resulting in complete resolution of symptoms. In the other two cases, squeaking occurred during knee flexion, but no loose implants or complications were identified on imaging or examination. These cases were managed non-operatively, and symptoms resolved spontaneously by approximately six months postoperatively.